Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had triggered an alert for out of range/high rv tip-to-rv coil pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical product: model: ddmb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed high superior vena cava (svc) defibrillation coil impedance at the time of a device change out. Reprogramming was completed to turn the svc "off." At a later date, the rv defibrillation coil impedance also triggered a lead warning for out-of-range/high impedance. Follow up was completed and no further reprogramming has been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.